Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned; an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message during an infusion of diprean (rate and volume to be infused is unknown). The customer stated they changed the tubing five times. Any patient injury or medical intervention is unknown.